Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Ref. Voluntary report: mw5037498. It was reported the pt remained in the hospital for 3 days after implant. When pt woke up from surgery, he was in severe pain and was unable to move his right leg. He states the smallest touch to his mid section caused excruciating pain. After a 3 day stay in the hospital and having to be evaluated by physical therapy before he left the hospital, he had to be taught how to put socks on and how to walk with a walker and get up stairs. The pt used a walker for 2 months in his home. He had to get a brace for his right leg that he has to use for the rest of his life with his cane.